Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: returned product evaluation found no lens return for evaluation, only empty box. Work order search: no similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cq2015a, +20.5 diopter, three piece collamer lens was implanted and explanted during the same surgery due to a nick in the optic. The nick occurred during the loading process due to the user not using the optimal type of forceps for this type of lens. The reporter stated this was the first time the user was performing a procedure for this type of lens. There was no enlargement of the incision and no sutures needed.